Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline vantage that could not be fully opened and became stuck at the distal end of the phenom 27 microcatheter which was damaged. The patient was undergoing an aneurysm embolization procedure to treat an unruptured recanalized right petro-cavernous internal carotid artery (ica) aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 4mm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline per IFU. After accessing the aneurysm distally, deployment of the pipeline was started but the pipeline was not fully opened. After several attempts to maneuver the pipeline, it could not be resheathed with the phenom 27 microcatheter so the entire system was removed together. It was noted the physician release the slack in the system to attempt to resolve the issue without success. According damage was observed at the distal end of the phenom 27 microcatheter. No damage was noted to the pipeline pushwire. The devices were replaced to complete the procedure. There was no harm or injury to the patient. Post-procedure angiography seemed to show very good result with the replacement device.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the pipeline vantage embolization device and phenom 27 catheter were returned for analysis within a shipping box, within a sealed pouch, and within an opened pipeline vantage inner pouch (b277254). ¿ visual inspection/damage location details: the pipeline vantage embolization device was returned within the phenom 27 catheter. The pipeline vantage pusher was found extending out from within the phenom 27 catheter hub for ~38.7cm. The phenom 27 catheter body was found accordioned at ~4.0cm from the catheter distal tip. No damage was found with the phenom 27 catheter distal tip. The pipeline vantage braid was found partially deployed out from within the phenom 27 catheter distal tip. The pipeline vantage embolization device was pushed out from within the phenom 27 catheter, without issue, fully deploying the braid. The pipeline vantage pusher was found bent proximal to the arm¿s. The pipeline vantage braid proximal end was found damaged (frayed). The braid distal end was found in good condition. Both ends of the braid were found fully open. The pipeline vantage pusher sleeves and tip coil were found in good condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ and ¿catheter accordion¿ reports were confirmed. Damage to the phenom 27 catheter (accordion) and pipeline vantage (pusher bent/braid damage) can occur if the pipeline vantage embolization device is advanced against resistance. Resistance can occur during tracking, deployment and re-sheathing of the device in distal and tortuous anatomies. It is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the event. Regarding the customer¿s ¿failure/incomplete to open¿ report the issue could not be confirmed. The device has been fully deployed and re-sheathed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. It is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the event. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was the middle section of the pipeline which failed to open. The patient vessel tortuosity was severe. It was clarified that the pipeline was not fully delivered. Maneuvers included resheathing, adjusting tension in the delivery system, and attempting different distal landing points.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.